Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Review of otismed database indicated that this patient is not listed as a recipient of shapematch cutting guide that was used during implantation of stryker knee implant. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding loosening of a triathlon tibial baseplate was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed because the device was not returned for evaluation. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review indicated all devices were manufacture and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot conclusions: the exact cause of the event could not be determined because of the limited information provided. Additional medical records and the returned device are needed to fully investigate this event and determine a root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported by the filing of a lawsuit that allegedly the plaintiff underwent a total left knee replacement on (B)(6) 2011, and was implanted with a triathlon knee system utilizing shapematch cutting guides. It is further alleged that after implantation, plaintiff began to experience pain and discomfort in his left knee. The plaintiff was then revised on (B)(6) 2014. It is further alleged that "the tibial component was noted to be grossly loose."

Event description:
It was reported by the filing of a lawsuit that allegedly the plaintiff underwent a total left knee replacement on (B)(6) 2011, and was implanted with a triathlon knee system utilizing shapematch cutting guides. It is further alleged that after implantation, plaintiff began to experience pain and discomfort in his left knee. The plaintiff was then revised on (B)(6) 2014. It is further alleged that "the tibial component was noted to be grossly loose."